Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report the 16-0044-0 - 4x4, island dressing, sterile 50/bx a50044. The patient stated she had a small reaction to the island dressing and will use paper tape and gauze as her registered nurse suggested. Thank you. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).